Event description:
The pt alleges complications which started approx three mos post implant. The pt alleges that the left side of the graft slipped and the pt underwent a surgical procedure for an extension cuff to be placed. Since then the pt has underwent nine add'l procedures to correct tears in the pt's aorta. As a result, the pt's aneurysm has increased in size. The pt stated that an explant procedure has already been scheduled. Attempts were made to contact the physician; however, no additional info could be obtained.